Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. The patient was treated with cephalosporin (intraperitoneally during dwell, dose, frequency, and duration not reported) and vancomycin (intraperitoneally during dwell, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, hospitalization was ongoing and the patient was recovering from the event. No additional information is available.